Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initially submitted report. Updated fields: h2, h11. This report was sent in error 'intermittent shutting off' would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device kept shutting off intermittently during a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.